Event description:
The customer reported that there was no sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) was able to confirm the event. The customer could not trouble shoot the event. The customer replaced a tele device and stated they would take responsibility for correcting the issue. The cause of the event is unknown. It is unknown if the issue was resolved. There has been a follow up attempt for additional information to the customer, the customer responded stating they had no additional information. The device remained on site.